Event description:
It was reported the pen port is loose. Multiple pens were tried. It was also reported the back cover is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus connector on the mpu (microprocessor unit) is loose; it is noted the stylus works even though it is loose. Analysis also confirmed the tabs on the power cord bay door are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.